Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was requesting assistance programming her insulin pump and reported high blood glucose of 400 mg/dl, treated with the device. Customer stated the high were due to medication and partially to having a baby. Customer also reported she had changed the battery three times this month and also has been experiencing low blood glucose because she thinks basals needs to be changed. Customer stated her blood glucose has been constantly going down due to settings needed to be adjusted. Customer declined troubleshooting and stated she knew it was her settings that needed to be adjusted. No further information reported.